Manufacturer narrative:
Pt info was unavailable at the time of this retrospective report. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the system checkout showed no anomalies. Per discussion with a rn at the site, it was found the reported issue was due to a new c-arm tech who took several empty images which then transferred to the acquire anatomy screen. The medtronic rep trained staff on proper stealth/c-arm technique.

Event description:
A site rep reported that the system went to exiting screen after acquiring an empty image from a c-arm during a 2d procedure. Site was taking ap and lateral images prior to empty image being fully activated. Reboot of the stealthstation resulted in black images on the c-arm screen and a "poor image quality" warning when trying to activate image. After verifying collimation, zoom and magnification status, site rebooted bv pulsera c-arm, thus resolving the issue. The case continued as planned, with no impact upon the pt.